Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the unit's co2 module. Unit was safety tested to factory's specifications.

Event description:
Customer reported an issue with the spectrum monitor, which may have affected co2 monitoring. No patient injury was reported.